Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported that the "nibp readings are spiking and abnormal when compared to other manufacturers' monitors. The issue has caused doctors to react negatively with patients' medications, and in this incident, the patient passed away. It is not known if this was directly caused from nbp or not".

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. It was established that the male patient underwent thoracic surgery on (B)(6) 2016. The patient was transferred to the pacu after surgery, where the philips device indicated an nbp value around 120/80, which did not correspond to the way the patient looked. When the clinical staff performed a nbp measurement with a welch-allyn device, the value was 60/40. The patient was returned to the or for exploratory surgery and later expired. A philips internal escalation was opened to determine the root cause for the reported issue. The review of the provided data revealed that the device was operating as specified and expected. The customer was using welch-allyn disposable cuffs with modified nbp tubing to accommodate these cuffs. The customer was informed that philips does not support modifying the nbp tubing or using third-party cuffs with the philips devices as these are not tested. Additionally, the nbp cuff was changed on a patient in the pre-op area, the or, and the pacu, and was frequently placed on the forearm. Furthermore, the customer did not always perform an "end case" or "patient discharge" after each case, which can lead to incorrect values, typically for the first measurement. To resolve the reported issue, all nbp tubing and cuffs were replaced with philips equipment. The customer was advised to always use "discharge patient" or "end case" between patients, and to place and test the nbp cuff on the patient in the pre-op area and leave it in place while the patient is in the pre-op stage, the or, and the pacu. The nbp cuff needs to always be placed on the upper arm as the accuracy of the nbp measurement has not been validated for the forearm, the forearm is not always at heart level, and there is typically more movement with the forearm than with the upper arm. It was determined that use error was the root cause for the reported nbp measurement inaccuracies. The customer was informed of the root causes of the reported issue, and additional training of the clinical staff was provided.